Event description:
It was reported that the patient had an infection that was unrelated to ¿foreign body¿ and had the device removed at request of infectious disease consultant. Medical status prior to event, symptoms, clinical course, treatment, and outcome were not given. Additional information is being conducted to obtain these answers. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant product: product ID 4351, serial # unknown, product type lead; product ID 4351, serial # unknown, product type lead. (B)(4).